Event description:
According to the reporter: after a few times of use, the device would not hold tissue and cutting became dull. Another device was used to complete the procedure.

Manufacturer narrative:
(B)(4).